Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have the conductor wire broken at the weld joint of the yaw pulley. In addition, the instrument was to have thermal damage of the monopolar yaw pulley at the weld and surrounding areas. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found at the weld during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook was found to have a broken cable. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.